Manufacturer narrative:
(B)(4): (endometritis). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00026. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a dilation and curettage procedure and an endometrial thermal ablation procedure on (B)(6) 2010. Everything seemed to be normal after completion of the procedure. Then, the pt was feeling some cramping on day one after the surgery and went to the emergency room. The hospital provided her with toradol which made her feel much better. On day 8, the pt felt cramps again. On (B)(6) 2010, post-operative day 11, the pt had a CT scan done. The CT scan reported "widening of the endometrial canal with a possibility of a perforation." On (B)(6) 2010, the pt underwent an ultrasound. The ultrasound reported that "fluid in the endometrial cavity goes up to the fundus. Myometrium is extremely thin. There is a small dehiscence indicating presence of a small perforation." Also, the pt had endometritis and was on a course of antibiotics one week post-op. The physician saw the pt on (B)(6) 2010 and she was doing well.